Manufacturer narrative:
This report is filed (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgement on (B)(6) 2015 during an mrt scan. Revision surgery was performed on (B)(6) 2015, to reposition the internal magnet. The patient was treated with antibiotics (type not reported) to treat swelling that developed post-operatively. The implanted device remains.